Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2020 . It was observed on (B)(6)2020 that the device was received in the condition reported as the hemostatic valve was dislodged inside of the hub. Therefore, the observed hemostatic valve issue remains assessed as a MDR reportable hemostatic valve separation issue. Device evaluation summary was completed on (B)(6)2020 . It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - medium had some kind of problem with the valve. Caller stated initially they could put catheters into the sheath but after two switches they were not able to advance the catheter into the handle and the valve seemed to be blocking. The physician then decided to move on without the sheath. The deficiency was observed while the product was used on the patient. The valve broke when the pentaray catheter was inserted. The caller was not certain whether the hemostasis valve (gasket) broke into two or more separate pieces or hemostatic valve/brim cap/hub became detached from the sheath. No air was introduced into the body. There was minor blood return observed that did not require intervention nor led to compromised hemodynamics. No surgical removal was required. There was no patient consequence reported. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. The dislodged condition noted on the hemostatic valve was related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device. However, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001292 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where hemostatic valve dislodgement occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - medium had some kind of problem with the valve. Caller stated initially they could put catheters into the sheath but after two switches they were not able to advance the catheter into the handle and the valve seemed to be blocking. The physician then decided to move on without the sheath. The deficiency was observed while the product was used on the patient. The valve broke when pentaray catheter was inserted. The caller was not certain whether the hemostasis valve (gasket) broke into two or more separate pieces or hemostatic valve/brim cap/hub became detached from the sheath. No air was introduced into the body. There was minor blood return observed that did not require intervention nor led to compromised hemodynamics. No surgical removal was required. There was no patient consequence reported. The issue was assessed as a MDR reportable hemostatic valve separation issue.